Event description:
Allegations of silicone gel exravasating through right pectoralis major muscle necessitated removal of all but the clavicular head of the pectoralis major muscle, resulting in loss of functional use and painful rehabilitation, chronic back pain, symptoms of atypical rheumatic syndrome connective tissue disease, ruptured implants.